Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading multiple cartridges with 450 units of insulin. Reportedly, the customer's blood glucose level was 120 mg/dl. Reportedly, the customer continued using the pump for continued insulin therapy.